Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7078383, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7078287, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7077784, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2408-74, serial number: (B)(6), batch/lot number: 7079869, model/catalog description: avista MRI perc lead kit 74 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4319, batch/lot number: 30207316, model/catalog description: clik x MRI anchor, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4319, batch/lot number: 29320866, model/catalog description: clik x MRI anchor, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4319, batch/lot number: 37746978, model/catalog description: clik x MRI anchor, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient encountered impedance error when trying to enter magnetic resonance imaging (MRI) mode despite not having impedances on the spinal cord stimulator (scs) leads. It was also noted that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.